Manufacturer narrative:
The service engineer (se) inspected the device and replaced the power control/distribution assembly board. The se performed calibrations and extended self-testing on the device and all tests passed.

Event description:
It was reported that, during preventative maintenance, a 980 ventilator failed the breath delivery (bd) alarm test on an extended self test (est). The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Device evaluation one bd power controller pca was returned to medtronic for further analysis. A visual inspection was carried out on the returned component, no anomalies were observed. The bd-power controller pca was attached to the failure investigation (f.I) test ventilator and it failed the ¿bd audio test¿ during est. The alarm tone was low, and the following error message was displayed on the gui display screen: "piezo alarm failure". Error code (B)(4) ((piezo alarm failure) was recorded in the est/sst diagnostic log. The fault was isolated to capacitor, reference designator c4. One bd power distribution pca was returned to medtronic for further analysis. A visual inspection was carried out on the returned component, no anomalies were observed. The bd-power distribution pca was attached to the failure investigation (f.I) test ventilator; successfully passed post, all calibrations, est, sst tests and no errors were recorded in the diagnostic log. Put the ventilator into ventilation mode for a minimum of 24 hours; no errors were observed on the ventilator diagnostic and alarm logs. The ventilator was powered "off" and "on" 5 times in normal ventilation mode and 5 times in service mode, no errors were recorded. The investigation found the device to function normally. No failure was confirmed; no relationship to the reported condition could be established. No corrective action is required because no failure mode was identified since the product tested satisfactorily. If information is provided in the future, a supplemental report will be issued.